Event description:
The user facility alleges receipt of three resuscitators that were missing the face mask. No pt involvement for any of these alleged events - another resuscitators was obtained which contained a mask.